Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a cardiac catheterization, "the wire pulled apart or became uncoiled upon removal; it did not fully break". The needle was already out during the removal attempt. The wire was removed with the catheter. No intervention was required as nothing remained inside of the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. One safe-t-j exchange fixed core wire guide was returned for evaluation. The safety wire and core were not connected at the distal ends. The coil was elongated at the distal end and bends were noted at 37.0 centimeters (cm), 99.0 cm, 121.0 cm, 143.5cm, 149.5 cm and 244.0 cm from the proximal end. The coil began elongating 238.0 cm from the proximal end. A document based investigation evaluation was also)performed. There is no evidence to suggest the product was not made to specifications. The device history record was reviewed and noted 1 non-conformances for a crack coil and related to the device failure. There were no other reported complaints for this lot number. Based on the information provided and results of the investigation a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.